Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that on the select patient screen, "receiving exams" was shown on the top left and the screen flickered consistently. The medtronic representative had the site unplug from the network, the flickering stopped and the patient exam was in the list. The issue has not occurred since and the site has been able to send exams without issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when pushing exams from electronic picture archiving and communication systems (pacs) to the system, the software would flash "receiving exam" in the corner as well as flash between showing the exam preview and displaying "loading exam". The site rebooted the system and pushed a different patient and the issue reoccurred. The site also tried to push exams to another navigation device and exams would not load. It was suggested that the site burn a cd or usb to get exams for the case. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause of the issue was unable to be determined since the ongoing investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.